Manufacturer narrative:
One device was returned for analysis. Visual inspection showed scratched lcd lens and a dirty housing. The tamper seal was missing. A functional test was performed and the reported issue was duplicated. The dso sensor went off during testing. The dso was replaced as a result. A service history review identified no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. B3: unknown; no information has been provided to date.

Event description:
It was reported that the pump was intermittently exhibiting occlusion errors. It is unknown if there was patient involvement, no adverse patient effects were reported.